Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for humerus shaft fracture with the drill bit. While drilling the distal hole, the surgeon used the 4.2mm drill bit instead of the 3.2mm drill bit. The surgeon drilled two (2) holes with the 4.2mm drill bit before he was aware of his mistake. The surgeon drilled the third hole with the 3.2mm drill bit. The extra incision was needed. The two (2) holes drilled with the 4.2mm drill bit have the risk of the secondary fracture. Patient status was stable. Concomitant device: unknown handpiece powered driver (part# unknown, lot# unknown, quantity 1). This report is for one (1) drill bit 4.2 caliber l145 3flute w/coup. This is report 1 of 1 for (B)(4).